Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. In addition, it was reported that the touch screen was intermittently unresponsive. At the time of the report with tandem technical support the touch screen functioned as intended; therefore customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 376-412 mg/dl.